Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom part of brushhead broke off [device breakage] no adverse event. Case description: a consumer reported that while using an oral-b vitality series toothbrush, the bottom part of an oral-b dual clean brushhead came off. The brush had not been dropped. No symptoms developed.